Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 525 mg/dl. The customer was vomiting. She treated her high blood glucose level with correction boluses from the insulin pump. The customer started heaving. She delivered 5 unit of insulin manually. Her blood glucose level dropped to 476 mg/dl after 5 minutes. The device was not returned.